Event description:
It was reported that during a wedge resection procedure, as the gun was fired for the fifth firing, the handle jammed. The surgeon attempted the fire on, but with no success. He then forced the jaws open and the gun had fired four staples and not let cut. A new reload was inserted and the same thing occurred. According to the rep "I was watching the surgeon and the firing handle was not knocked or accidentally fired. The cartridge had been loaded correctly and the gun washed out between firings". The procedure was prolonged for 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.